Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 600-700 mg/dl range and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still in the ER. Reportedly, occlusion alarms occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.